Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker that was trending toward elective replacement indicator (eri) quickly. The physician was surprised at the quick depletion of the battery. A device changeout was performed without any complication. Patient was doing well.